Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by examination of photographs. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the provided pictures identified the head is still inside of the liner. No other information could be obtained from the provided pictures related to the event of the liner disassociating from the cup. As mentioned in the description it is unknown if the liner was fully seated as they had initial difficulty seating the liner. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04130.

Event description:
It was reported patient underwent an initial hip surgery. During the procedure, surgeon had difficulty seating the liner. Multiple attempts to seat the liner were made and after seating the liner, surgeon checked that it was in place using forceps. Two days post surgery, it was discovered that the head developed position bias and it was suspected that the liner had slipped. Three days post implantation, the liner was removed and site was rinsed thoroughly before repositioning the liner. Attempts have been made and additional information on the reported event is unavailable at this time.